Event description:
During preparation for use for a cardiopulmonary bypass procedure, the level sensor gave a false low level alert. The sensor was replaced. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Conclusion: device repaired and returned (a replacement was provided). Evaluation in progress but not concluded.